Event description:
New information received indicated that upon explant, lead damage due to clavicular crush was observed. Insulation anomaly was also noted along several areas of the lead. Patient was in good condition post-procedure. Lead was discarded and will not be returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after receiving a vibratory alert for high, out of range, pacing lead impedance. When tested in-clinic impedance measurements were variable. It was later reported that the patient received multiple inappropriate hv therapies due to noise. The lead was explanted and replaced. The patients condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).